Event description:
Healthcare professional reports "leaks from tubing. Tubing fractured having become brittle. New port and tubing replacement."

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. No additional information will be reported to allergan regarding the serial number and the event date as these were noted by the reporter as "unknown" and that the device was implanted in another facility. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."